Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/2.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 03-aug-2022. On 23-aug-2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown. Reportedly status of the eye is, "discomfort, good vision."

Manufacturer narrative:
Patient information:unk. Claim# 727154.

Manufacturer narrative:
Corrected data: b5- significant reduction of irido-corneal angles was added for corrections. D9-return date: 20/12/22. H6: 4581 was added for correction due to significant reduction of irido-corneal angles. Additional information: h3- device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and inspection found the lens to be within specifications. Claim#(B)(4).